Event description:
Senseonics was made aware of an incident where user reported a low glucose event, but his bg wasn't low. The following example set was provided: on (B)(6)2025 7:02 am et / sg 65 mg/dl - bg 97 mg/dl. After dms review, we confirmed the following information at the time of the event: on (B)(6) 2025 / sg 65 mg/dl at 7:02 am et - bg 97 mg/dl at 7:07 am. After dms review, we confirmed that the user received a low glucose alert at 7:02 am et, when the sg was at 65 mg/dl.the user didn't seek for medical treatment didn't need to treat himself because he confirmed with his bg that he wasn't low.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 7:02 am where user's sg was 65 mg/dl and bg was 97 mg/dl. A review of the data management system (dms) data revealed that user's sg at 7:07 am was 66 /dl and bg at 7:07 am was 97 mg/dl. The user received a low glucose alert at 7:02 am est, because the sg hit the alert level. User did not seek medical treatment. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. An case (B)(4) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the dms data revealed optical instability in the signal, reference and yoi channels. This observed instability likely contributed to the observed sensor inaccuracies. B4. Date of this report 26 june 2025. G3. Date received by the manufacturer? 26 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.